Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The information provided on this form was previously submitted under manufacturing report number 0001825034-2016-03025.

Event description:
It was reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to unknown reasons.